Manufacturer narrative:
The removed artificial discs were sent directly to the third party lab for evaluation as required and the evaluation is underway so no results are currently available. No radiographs have been provided at this time so the complaint has yet to be confirmed. With the information provided a definitive root cause is yet to be determined however the noted poor bone quality, implant selection and placement as well as continuation of pathology are noted as possible cause or contributors. Once the evaluation is completed a follow up report will be filed with results. Label review: "contraindications simplify® cervical artificial disc should not be implanted in patients with the following conditions...osteoporosis or osteopenia defined as dexa bone mineral density t-score less than -1.5. Known allergy to the implant materials (peek, ceramic, titanium) ...bridging osteophytes..." "Warnings simplify® cervical artificial disc should only be used by surgeons who are experienced with anterior cervical spinal procedures and have undergone hands-on training in the use of this device. Only surgeons who are familiar with simplify® cervical artificial disc components, instruments, procedures, clinical applications, biomechanics, adverse events (aes), and risks associated with simplify® cervical artificial disc should use this device. A lack of adequate experience and/or training may lead to a higher incidence of aes, including neurological complications. Correct selection of the appropriate implant size and correct placement of simplify® cervical artificial disc are essential to ensure proper performance and functioning of the device. Information regarding implant size selection and correct implant placement is provided in the simplify® cervical artificial disc surgical technique guide. Removal of the disc may be required during device re-positioning or for other surgical considerations. This process could cause damage that is not visually apparent¿if a disc is removed during the implantation procedure, a new device should be implanted in its place...there is a risk of heterotopic ossification associated with artificial cervical discs which could lead to reduced cervical motion or fusion at either the treated level(s) or adjacent levels..." "Preoperative: in order to minimize the risk of atraumatic periprosthetic vertebral fractures, surgeons must consider all co-morbidities, past and present medications, previous treatments, etc. Upon reviewing all relevant information, the surgeon must determine whether a bone density (dexa) scan is prudent. If dexa is performed, the patient should not receive the device if the dexa bone mineral density t-score is <-1.5, as the patient may be osteoporotic or osteopenic. Patient selection is extremely important. In selecting patients for a total disc replacement, the following factors can be of extreme importance to the success of the procedure: the patient¿s occupation or activity level; a condition of senility, mental illness, alcoholism or drug abuse; certain degenerative diseases that may be so advanced at the time of implantation that the expected useful life of the device is substantially decreased, and medical conditions that may affect postoperative management, such as alzheimer¿s disease and emphysema. The patient should be informed of the potential adverse effects (risks/complications) contained in this insert (see safety results / aes). Information on the proper implant site preparation, implant size selection, and the use of surgical instrumentation for the simplify® cervical artificial disc is provided in the surgical technique guide and should be reviewed prior to surgery. Preoperative planning may be used to estimate the required implant size and to ensure that the appropriate range of sizes is available for surgery. Correct selection of the appropriate implant sizes is extremely important to assure the placement and function of the disc. The procedure should not take place if the appropriate range of sizes are not available..." "Intraoperative...excessive removal of endplate cortical bone may result in suboptimal outcomes..." "Postoperative...potential adverse effects of device on health below is a list of the potential adverse effects (e.g., complications) identified from the simplify® cervical artificial disc clinical study results, approved device labeling for other cervical total disc replacement devices, and published scientific literature including: (1) those associated with any general surgical procedure; (2) those associated with anterior cervical spine surgery; and (3) those associated with a cervical artificial disc device, including the simplify® cervical artificial disc. In addition to the risks listed below, there is also the risk that surgery may not be effective in relieving symptoms or may cause worsening of symptoms. Additional surgery may be required to correct some of the adverse effects..." "Anterior cervical surgery risks anterior cervical surgical risks are but may not be limited to...unresolved pain...spinal instability..." "Cervical artificial disc risks specific to cervical artificial discs, including the simplify® cervical artificial disc, are but may not be limited to...device migration. Device subsidence...device instability...placement difficulties, device malposition. Improper device sizing... Additional surgery due to loss of fixation...removal, revision, reoperation or supplemental fixation of the disc. Osteolysis, bone loss, or bone resorption..." (B)(4).

Event description:
On (B)(6) 2022 a patient underwent a two level cervical total disc replacement (ctdr) procedure at c5/6 and c6/7 due to cervical spondylolisthesis and radiculopathy. On (B)(6) 2025 during follow up visit the surgeon noted possible osteolysis at both index levels and degenerative spondylolisthesis at the adjacent c4/5 disc space was identified. Patient is noted to have poor bone quality. On (B)(6) 2025 a revision procedure took place where the discs were removed and a c4 to c7 anterior cervical discectomy fusion took place. Disc a.